Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. During troubleshooting, cts found that the sensors were not being stored at a proper temperatue. The patient had a blood glucose of 57 mg/dl. And felt faint. Patient self treated with glucose tabs and juice. The bg excursion does not meed animas criteria for a serious adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.